Event description:
Foley balloon does not properly inflate. The item was saved item to return to bard for proper refund per nurse. Catheter was being tested under sterile technique before being inserted into patient. No patient contact or harm.

Event description:
Foley balloon does not properly inflate. The item was saved item to return to bard for proper refund per nurse. Catheter was being tested under sterile technique before being inserted into patient. No patient contact or harm.